Manufacturer narrative:
Expiration date: 12/2019. Manufacture date: 12/2014. Based on the available information, this event is deemed to be a reportable malfunction and there was no patient harm reported. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on batch record review, there weren't any significant abnormalities noted. The information for use of the device states that the foley catheter may be cut at the shaft to aid in drainage, but no attempt was made. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a pharmacist reporting a deflation issue with the device. Reporter stated "it was not possible to take out the urinary catheter with non-drainable balloon." Reporter did not provide any patient details including outcome.

Manufacturer narrative:
This supplemental report is being submitted as a used product sample was returned for evaluation. Visual inspection found a depression mark similar to a clamp mark on the reinforcement section situated approximately 17mm below the inflation channel. Based on the investigation finding, a malfunction of the product was found due to clamping of the catheter shaft during the catheterization process where the inflation lumen was found to have totally collapsed, thus restricting/preventing the deflation process. After a review of the returned product, a discrepancy was found. However, the discrepancy was not related to the manufacturing process, but induced by user technique. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 22, 2016. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as information has been received from the reporter. It was stated that the device was used on a patient from (B)(6) 2016, approximately 2 days. It was reported that the device was removed using an invasive method. The balloon was drained with needles through the skin and extracted by ureteroscopes in the urology department at the hospital. The inflation lumen was cut to facilitate the deflation of the balloon. The device was not replaced with any other device once it was removed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).